Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged component - connector, damaged component - cover, electro pins were pushed in and bent and the hose end with the sleeve was torn. It was further determined that the device failed pretest for handpiece temperature assessment, air pump, noise, rotational speed, motor thermistor, cutter lock and loctite and cable. It was noted in the service order that the device hose was detached. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of return for investigation was reported as jan 09, 2018 in the initial medwatch in error, the date of return has been updated to jan 08, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.